Event description:
It was reported that an infusor would not deliver an unknown solution while connected to a patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.